Event description:
On (B)(4) 2013, baxter (B)(4) corporation was notified via email from baxter healthcare corporation, regarding medwatch (B)(4). Medwatch (B)(4) reported leaking kwik vials. No patient involvement or operator injury was reported.

Manufacturer narrative:
It is unknown when the date of event actually occurred. No information was provided. Device evaluated by manufacturer. Device unavailable for evaluation/unknown who the complainant is. Result: no product was returned for an evaluation. Conclusion: no evaluation performed as there were devices returned. On (B)(4) 2013, baxter (B)(4) corporation was notified through an email from baxter healthcare corporation, regarding medwatch (B)(4). Medwatch (B)(4) reported leaking kwik vials. No patient involvement or operator injury was reported. As the report does not state who the complainant is, baxter (B)(4) corporation is unable to contact the customer for follow up to resolve the reported issue. There are no samples available for an evaluation the supplier of these components has been notified of the issue and has implemented corrective actions to prevent recurrence of this issue. Our risk assessment of these reported issues show that the potential of patient harm is sufficiently low due to the following risk control measures: 1. The supplier was notified and determined that minimal impact to productivity or customer perception, risk to safety and efficiency. 2. The supplier will add an inspection to the control plan for the knit line. Based on an evaluation of the product risk management files for these kwik vials, this issue is not occurring with greater frequency or severity than anticipated for the device. Device unavailable for evaluation.